Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement. The complaint device was received and tested. Visually, the main pusher rod (gray trigger) presented no anomalies and functions as intended when operated. When red trigger was tested, the push rod would advance but could be easily pushed back in when pressed against a hard surface. This failure is typically observed when the push rod had been rotated so that it was no longer locked into place with the gear powered by the red trigger. Therefore, when the red trigger was pulled it would advance the push rod only due to the remaining friction between the two parts. The condition with the red trigger rod was likely caused during assembly of the applier by not locking the rod in place prior to press fitting the top cover onto the applier. This complaint could be confirmed and failure could be attributed to manufacturing assembly issue. Similar failures identified in the past have led to initiating a nonconformance at mitek and CAPA by the supplier. Work instruction for functional testing was updated to include a "push/pull" test for the meniscal applier assembly by the supplier. 100% inspection during assembly will be conducted to avoid recurrence of similar issues. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 190 devices that were released to distribution. This lot was released before the corrective actions were implemented. Therefore no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3706526 showed that the 190 devices were conformed to in process and finished goods specifications when released to stock the 20 june 2013. Expiration date: 2016-04 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a meniscal repair that the customer's omnispan gun would not deploy the 2nd implant. The surgeon reported that when he pressed the gray trigger it felt like something bent inside the gun itself. The surgeon completed the procedure with another like device and implant with no patient consequences or delay. The sales rep was not present. No further information could be provided. Please see also medwatch report 1221934-2018-53453.